Event description:
The rptr did back to back blood glucose tests, within ten minutes. Results of tests were 249, 179, and 252 mg/dl. No control solution test was reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8